Manufacturer narrative:
Concomitant medical products: w1tr01 ipg, implanted: (B)(6) 2017; dtba1d1 ICD, implanted: (B)(6) 2015.

Event description:
It was reported that the patient experienced congestive heart failure (chf) when high impedance was noted on both the right ventricular (rv) and superior vena cava (svc) coils of the rv lead. In addition, the rv lead exhibited high thresholds. The high voltage coils of the rv lead were tested using the left ventricular (lv) lead as the cathode. There was high pacing impedance to the rv coil when tested through the analyzer and normal pacing impedance to the superior vena cava (svc) coil. It was thought the issue was primarily isolated to the rv coil. Both high voltage coils of the rv lead were capped and the pace/sense portion of the lead remains in use. No further patient complications have been reported as a result of this event.